Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was difficult to charge. The ipg was replaced with an MRI compatible device.

Manufacturer narrative:
Sc-1132 (sn: (B)(6) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg was difficult to charge. The ipg was replaced with an MRI compatible device. No further information has been obtained despite good faith efforts.